Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, and technical support guided the user to toggle settings and restart the ilet to reestablish communication. No adverse clinical symptoms reported, and no alerts or alarms were reported on the ilet. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer service troubleshooting and education regarding device settings and system restart to restore cgm-to-pump communication. Investigation of this case revealed a loss of cgm-to-pump communication that was addressed by correcting the cgm configuration and rebooting the ilet, consistent with known connectivity or configuration issues between the ilet receiver function and the cgm. It was concluded, based on previously established findings for similar reports, that the cause was transient signal interruption resulting in temporary communication loss.

Manufacturer narrative:
Initial.